Event description:
The user facility reported the floor locks on their surgical table were broken and the table became unlocked during a surgical procedure. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table and found the back locking leg and floor lock manifold required replacement. The technician made the necessary repairs, tested the surgical table and returned the unit to service. The table was installed in april of 2014 and is currently under steris warranty. No further issues have been reported.